Event description:
Progressive occurrence of chronic health problems, which worsened over time. I am currently unable to work for the last year. Symptoms are: chronic fatigue, nausea, bloating, gas, chronic musculoskeletal pain mainly at the back, shoulders, neck, chronic pain type fibromyalgia-right side of my body, neuropathy in the arms, itchy throat, metallic taste in the mouth, gastric pain, disturbed sleep; frequent awakenings, anxiety, acne, heart racing, vestibular symptoms, body temperature dysregulation, immune system anomalies without diagnosis (followed by rheumatologist), chronic fatigue, stiffness, headaches, migraines, food sensitivities. Ana and c4 complement were abnormal too, according to my rheumatologist, but can't find the data. FDA safety report ID #: (B)(4).